Event description:
The introducer sheath and dilator were placed in the arm of the child. While pulling out the dilator, an incision was found 2cm before the tip. At that time, the physician noted that the artery wall was injured. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event is still under investigation.